Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. The customer complaint of tubing kinked - flow issues - fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the bd alaris secondary set experienced tubing kinked and flow issue. The following information was provided by the initial reporter: we had an event last weekend in which a kink in the tubing delayed administration of alteplase for a pe. I would like to log that info in the referral. Also, would it be possible to report this event to the manufacturer? We had a spate of similar events involving secondary IV tubing in february of 2022, and I would be curious to know if it was the same product involved. I believe you reported those to the manufacturer.

Event description:
It was reported that the bd alaris secondary set experienced tubing kinked and flow issue. The following information was provided by the initial reporter: we had an event last weekend in which a kink in the tubing delayed administration of alteplase for a pe. I would like to log that info in the referral. Also, would it be possible to report this event to the manufacturer? We had a spate of similar events involving secondary IV tubing in (B)(6) of 2022, and I would be curious to know if it was the same product involved. I believe you reported those to the manufacturer.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.